Manufacturer narrative:
Correction to product investigation: part 356.823 was manufactured in february 2006. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing site: (B)(4). Manufacturing date: july 17, 2013. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: part 03.010.410: the evaluation has shown that the laser weld on top of the handle is broken. Therefore the handle is separated from the shaft. The evaluation has shown that the device is in a very used condition, there are marks of many hammer blows visible at the shaft and the bottom side of the overhang with the attach/lock marking. Also the blue handle has marks of strong hammer blows at the bottom. Therefore it is likely that these damages at the bottom side of the instrument led to the breakage of the weld. Part 356.823: the tip with the hexagon and the thread is broken off and was not sent back. The impactor is in a very used condition. There are tremendous hammer marks on the bottom of the handle and at the handle itself, on the top are some very strong marks. The relevant dimensions cannot be verified anymore due to breakage and the missing part. The manufacturing documents were reviewed and no complaint related issues were found, this device was manufactured in february 2005 according to the specification. The age and the misused condition of the device indicate that this was an often and intense used instrument, which speaks against a manufacturing related issue. Due to the heavy damages at the bottom side it can be concluded that inappropriate handling led to the breakage of this impactor, the device is not designed to take such forces in the opposite direction (extraction) of the intended use, which is impaction. For both devices is can be concluded that excessive / inappropriate use led to the breakages. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient outcome was reported as fine.

Manufacturer narrative:
Additional narrative: (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported during a surgical procedure on (B)(6) 2017, while inserting the spiral blade, two (2) separate proximal femoral nail antirotate (pfna) impactors broke. Surgery was completed successfully with a delay of approximately one (1) hour. No patient harm was reported. Concomitant device reported: pfna spiral blade (part number unknown, lot number unknown, quantity 1). This report is for one (1) pfna impactor. This is report 1 of 2 for (B)(4).